Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannulas was leaking within 3 or more hours after insertion at abdomen, which cause the patient blood glucose elevated to 324 mg/dl. The infusion set was in use for 2 days. The patient replaced infusion set and resumed insulin successfully. No further information available.